Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. Also, based on the results of the investigation, the forceps channel port has corrosion is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the e315 error: due to corrosion on endoscope connector. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error e315 occurs, the light guide lens has foreign objects, and the forceps channel port has corrosion. There was no patient involvement.